Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. The device was evaluated in the field and the issues were confirmed; there were broken/damaged components. The device was repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the cot was difficult to load/unload and the patient restraints were damaged. There was no patient involvement.